Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump had multiple motor error alarms. Blood glucose at the time of incident is unknown. The customer mentioned that it appeared the insulin pump was delivering insulin, but their blood glucose level would not go down. Troubleshooting was declined. The insulin pump will not be returning for analysis.